Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test at 0.08745 inches. Unit received with minor scratched case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 04:45 am with blood glucose of 580 mg/dl. The customer¿s current blood glucose level was 201 mg/dl. The customer experienced symptoms such as hard to breathe, vomiting and nausea. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.